Event description:
Customer reported via phone call that they received a button error alarm. Customer states that the blood glucose reading is 235 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, and a cracked case near the display window corners. The pump had no button response due to moisture on the keypad traces. No button error alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.